Event description:
Reporter claims operator was going over a curb when they tipped over and hit ground, operator was wearing a "halo" brace which was hit during fall. Caster assembly not locking into position also.